Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal esophagus during an esophageal variceal banding procedure performed on (B)(6), 2015. There was no issue during device set-up. According to the complainant, during the procedure, the bands failed to deploy as the handle was turned. The nurse turned the deployment knob more than ten times with no bands being deployed. The scope was removed from the patient and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.